Event description:
Reportedly pt expired approx after an implant duration of 0 mos (in 2007, during open heart surgery), due to unk reasons. Unk if pt death is device related. Info rec'd from implant pt registry.

Manufacturer narrative:
Device not returned.